Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 19-june-2024. H3: one device was returned for repair in used condition. The service history review had no indication that the complaint was related to a service of the device within the review period. Physical evaluation of device found contamination with fluid, and air bubbled downstream occlusion (dso) sensor. Error log showed cassette not attached properly alarm. Customer's reported problem was verified due to contaminated fluid found on device with air bubbled downstream sensor seal. Replaced the downstream sensor to correct the issue. The device passed all functional tests after the repair.